Event description:
The patient experienced decreased effectiveness from the pain medication in the pump. This was thought to be device related. The pump was replaced. A new catheter was implanted; the old catheter remained implanted, but was not in use. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver hydromorphone (50 mg/ml; 12.692 mg/day) and bupivacaine (6.6 mg/ml; 1.6753 mg/day).

Manufacturer narrative:
(B)(4) - the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.